Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an incomplete flap occurred on the first eye of the patient's procedure, due to the side-cut not being performed. The laser system error log recorded a 401 energy error during the laser treatment. The surgeon did not observe the error message on the screen but noted that the laser treatment display timer disappeared, and the laser stopped. As a result, the surgeon decided to abandon all intralase treatments and reschedule them for a later date after the laser system could be assessed. Through follow up we learned there was no patient injury and no medical or surgical interventions were required. No further information was provided.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: not applicable to suspect device section d6b - explant date: not applicable to suspect device section e1 - telephone number: (B)(6) device evaluation: field service engineer (fse) visited site and found beam flare on seasam, adjusted beam position on seasam down and repeaked oscillator, checked alignment, service checklist completed, dummy treatments completed, flap measurement for 110 flap 122 & 121 measured. System working within spec. Section h6 -health effect - clinical code: side cut issues : corneal flap complications a review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.